Event description:
It was reported that during an unk procedure, when using the ntlc75 clamp to cut and staple the colon, the clamp got stuck and never worked. This resulted in suffering in the patient¿s intestine when the forceps blocked and an increased postoperative septic risk. It was necessary to take another clamp.

Manufacturer narrative:
(B)(4). Date sent: 12/10/2025. D4: batch # 560d34. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: but, we would like to know what happened with this stapling clip that completely locked, even though it was closed and engaged correctly. It was not possible to move the cursor in either direction. We've been two surgeons checking and trying to make it work. This is a pliers that we are used to using. It was, moreover, at my request that it was referenced. The patient has had complications and prolonged hospitalization, answer to your question. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 4/14/2026. Correction: h6.

Manufacturer narrative:
(B)(4). Date sent: 1/5/2026. D4: batch # 549d62. Investigation summary- the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damage and with a reload loaded in the device. The reload had the proximal 1 driver up with 2 protruding staples and the remaining drivers down with staples present. The returned reload had the swing tab in the locked position. The reload was reset and the device was tested for functionality with the returned reload and it fired, cut, and formed all the remaining staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. The event reported was confirmed and is related to improper use of the device. The cartridge reload is designed to lockout as a safety feature if any staples have been fired from the cartridge reload. Failure to complete the stroke may result in incomplete staple line. Please reference the instruction for use for more information. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review- a manufacturing record evaluation was performed for the finished device batch number 549d62, and no non-conformances were identified.